Manufacturer narrative:
The reported event of failure to capture was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a generator replacement procedure. Upon interrogation, it was noted that the chronic left ventricular (lv) lead exhibited high pacing threshold. The chronic lv lead was attempted to be replaced. During the procedure, it was observed that the new lv lead exhibited loss of capture. Through fluoroscopy, it was confirmed that the new lv lead dislodged after connection to the device. The new lv lead was not used, and the existing lv lead was re-installed and was connected into the new device. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
Correction b5 - chronic lead did not dislodge, it exhibited high capture thresholds. Only the new lv lead dislodged during implant and was not implanted.

Event description:
Related manufacturer reference number: 2017865-2021-28281. It was reported that the patient presented for a generator replacement procedure. Upon interrogation and fluoroscopy, it was noted that the chronic left ventricular (lv) lead exhibited high pacing threshold and dislodgment. The chronic lv lead was attempted to be replaced. During the procedure, it was observed that the new lv lead exhibited loss of capture. Through fluoroscopy, it was confirmed that the new lv lead dislodged after connection to the device. The new lv lead was not used, and the existing lv lead was re-installed and was connected into the new device. The patient's condition was stable throughout the procedure.